Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, the customer stated that the clip spontaneously detached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was prematurely deployed from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on september 14, 2023. The anatomical location is unknown. During the procedure, the customer stated that the clip spontaneously detached. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was prematurely deployed from the catheter.

Manufacturer narrative:
Imdrf device code (B)(4). Captures the reportable event of clip premature deployment in an unknown location. Investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment as the yoke was attached to the control wire. Microscopic examination was performed, and it was found that the device had evidence of premature deployment and the bushing has hit marks. Media examination was performed, and the photo also showed a clip with evidence of premature deployment. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. The device returned without the clip assembly, and after performing a visual/microscope inspection it was noticed that the control wire did have the yoke attached to it. This could be due to operational factors during the procedure such as trying to open the clip once it was already activated. Based on all available information and analysis of the returned device, the most probable cause of this complaint is adverse event related to procedure.